Event description:
It was reported that an ilet device developed a cracked touchscreen after being placed on a charger, and the device was not functional and no longer watertight; replacement was arranged and the user was advised to back up therapy and shut down the device, continue cgm via app or receiver, and that data would not transfer to the replacement. Symptoms included prolonged hyperglycemia with glucose levels reported between 500 and 600 and high ketones, without medical intervention. Outcomes included disruption of diabetes management requiring use of backup insulin therapy with rapid-acting insulin. Investigation included collection of event details, confirmation of serial number, and logistical steps for device replacement and return. Investigation of this case revealed physical damage to the touchscreen rendering the user interface inoperable and compromising enclosure integrity, consistent with screen breakage and loss of watertightness. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.